Event description:
It was reported that the implant at tooth site # 4 was removed due to infection & bone loss. Implant place (B)(6) 2026 suture removal (B)(6) 2026 patient returned on 5/20/26 with pain and exam revealed gingival swelling. Implant was uncovered and noted to have bone loss and was loose. Implant was removed and osteotomy debrided. Symptoms / patient impact: edema, inflammation, swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). . H6: additional h6- patient codes: 4755: swelling/edema. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.